Manufacturer narrative:
The sample is available for eval. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
Leakage at the septum was observed during chemotherapy. The agent used was lastet (etogoside), adriacin and doxorubicin. There was no harm to the pt as a result of this incident.